Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The hybrid circuit was found to be shorting, and exhibited low resistance. Concomitant products: 5076 implantable pacing lead: (B)(6) 2006. (B)(4).

Event description:
It was reported that within a few months of implant, the patient presented to the emergency room (ER) complaining of 'not feeling well.' The patient's heart rate was noted to be slow, and long pauses with no pacing spikes were seen on telemetry strips. It was not possible to interrogate the device, and a magnet test did not elicit a tone. The device was explanted and replaced. No further patient complications have been reported as a result of this event.